Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No prime/fill anomaly noted. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched. Customer declined troubleshooting. The insulin pump will not be returned for analysis.